Event description:
During the use of a high temperature, fine tip cautery on a pt's ear, the surgeon indicated that burned a hole in glove. The surgeon turned to replace the glove, leaving a dry 4x4 gauze pad which the surgeon was using on the pt's ear. The circulating nurse noticed the burning 4x4, removed it from contact with the pt and extinguished it. Contact with the burning 4x4 resulted in burns to the pt's ear.